Event description:
It was reported to philips that the defibrillator does not hold a charge. There was no patient involvement. The customer / biomed engineer worked with the technical support representative. The battery was found to be malfunctioning. The battery needs to be replaced. No action was taken. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013.